Manufacturer narrative:
The malleable suction was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the malleable suction was able to track, returning only red status. A check of the em interface showed that the suction had a dead coil at #1. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site contact reported that during the procedure, the malleable suction stopped tracking during navigation. The site opened a 2nd malleable suction which tracked for a little while and then lost tracking similar behavior as the first malleable suction. The site tried swapping axiem ports with no resolution to the issue. The site opened a 3rd malleable suction and was able to navigate the rest of the case with no issues. The surgery was completed with navigation and there was no impact on patient outcome.